Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible there was a suture snag during suture deployment or harvest; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, the rail suture was frayed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 15f sheath and the pfa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.